Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: when engineer check the unit, the unit cannot complete startup no patient involvement.